Event description:
The MFR received info alleging the ventilator had a sensor board failure. The device was not in pt use.

Manufacturer narrative:
The device was evaluated at the MFR's service center and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.